Event description:
According to the reporter, during a sleeve gastrectomy, when setting up the device, there was a problem loading the reload onto the adapter. After loading the device, it auto fired. There was also unloading issue, in order to disconnect the reload, the staff had to use the retraction tool. It was noted that the reload was not fired into the tissue. Multiple adapter, shells and reloads were tested and a new manual handle was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted no abnormalities with the device. Functional testing noted there were no abnormalities that would have caused or contributed to the reported condition. A review of the system logs showed that there were instances where the motor was moving in the incorrect direction. It was reported that the powered stapler begins the firing sequence with no initiation from end user. The reported issue was confirmed. The most likely cause was traced to a component failure. This issue may occur due to the firing motor moving in the incorrect direction. Internal process improvements have been initiated to mitigate this issue. The analysis of the system logs detected an unreported condition: the data saved to the handle showed that the handle had trouble co mmunicating during use: the data saved to the handle showed errors indicating that the handle had trouble communicating to the sulu. The most likely root cause was not traced to the powered handle. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, during preparation/prior to patient contact, there was a problem loading the reload onto the adapter. After loading the device, it auto fired. There was also unloading issue, in order to disconnect the reload, the staff had to use the retraction tool. Multiple adapter, shells and reloads were tested and a new manual handle was used to resolve the issue.

Manufacturer narrative:
D10 concomitant products: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#n2j0051y) sigpshell, sig power sigpshell control shell (lot#n3a0062y) sigpshell, sig power sigpshell control shell (lot#n3c0186y) unk-sigadapt, unknown signia egia adapter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.